Event description:
It was reported that stent migration occurred which required intervention. The target lesion was located in the right coronary artery. Following a pre-intravascular ultrasound (ivus) on the lesion, a 5.00 x 16mm synergy xd drug-eluting stent was deployed for treatment. However, when the physician ballooned the stent with a non-compliant balloon, it was observed that the stent moved from the original position within the vessel. Subsequently, the stent was post dilated and deployed another synergy stent more proximally to cover the area that was missed. The procedure was completed successfully with no patient complications reported.